Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient (australia) experienced pain around the implantable neurostimulator due to the location of the device. Surgical intervention was undertaken on (B)(6) 2016 and the device was relocated to the patient's left abdomen.